Event description:
It was reported that patient had an open reduction and internal fixation surgery. Two months after, in a follow-up appointment, an x-ray revealed that nail had migrated and a screw had broken. On (B)(6), a second surgery was performed to remove and replace the failed and broken hardware.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that this complaint was re-opened due to the receipt of medical records under (B)(4). The newly added medical records are a duplicate of the previously viewed information that does not change the initial mir under (B)(4). Therefore, no further clinical/medical assessment is warranted at this time. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include poor fixation or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the explant we are unable to determine the root cause of the reported issue. However, the surgeon's choice not to place a screw inferiorly during implantation, in addition, to the traumatic accident two days post implantation cannot be ruled out as contributing factors. Approximately one month post revision, it was reported this patient was treated in ed for swelling and pain in left humerus. The patient was sent home with a sling, pain medication, and a follow-up appointment. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.